Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 300/500. As it was stated, dust covers were missing and paint was chipping from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of describe event or problem# field deem required. This is based on the internal evaluation. Previous describe event or problem: on (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 300. As it was stated, dust covers were missing and paint was chipping from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Corrected describe event or problem: on (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 300. As it was stated, dust cover was missing and paint was chipping from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 300. As it was stated, dust cover was missing and paint was chipping from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with our surgical lights ¿ powerled 300. As it was stated, dust covers were missing and paint was chipping from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Devices were repaired with touch up paint. It was established that when the event occurred, the surgical light did not meet their specifications due to paint chipping and missing cover, which contributed to the event. The available information indicates that upon the event occurrence the device was not being used for patient treatment or diagnosis. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when these particular malfunctions occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the paint chipping is moderate and low for detachment of spring arm cover. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual (powerled¿s instructions for use 01581 rev. 9, page 27) includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid collisions between devices (powerled¿s IFU 01581 rev. 9, page 27). Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. A root cause analysis for missing cover problem was also performed by subject matter experts who concluded that: the possible root causes are: - non-conformity of the metal covers assembly. - degradation of the metal covers. - improper use (collision with another device) maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. In the scope of our continuous improvement policy, maquet sas initiated a modification file (e131106) to include this dust cover fitting procedure in the technical documentations with all spring arms. Maquet sas recommends to order new covers and metal strips and to follow the procedure to mount them (powerled¿s IFU 01581 rev. 9, page 20). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of catalog#, serial# and describe event or problem# fields deem required. This is based on the internal evaluation. #b5 previous describe event or problem: on 23rd september, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 300/500. As it was stated, dust covers were missing and paint was chipping from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Corrected describe event or problem: on 23rd september, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 300. As it was stated, dust covers were missing and paint was chipping from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. #d4: previous catalog #: ard568330933/ard568350938 corrected catalog#: ard568330933 previous serial#: (B)(6); corrected serial#: (B)(6).

Event description:
On 23rd september, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 300. As it was stated, dust covers were missing and paint was chipping from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.